Manufacturer narrative:
Concomitant products: product ID 3708360, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 3888-33, lot # v001616, implanted: (B)(6) 2007, product type lead; product ID 3888-33, lot # v001616, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported the stimulator turned off unexpectedly. The device goes off and their headaches return. It was noted the patient used their device at sub-threshold levels so it was unknown when it went off. The diary days were checked and on (B)(6) they were using it at a time of 00:00 hours then all the way through then starts a recharge session from 17:45 to 22:45. After that it was off until the (B)(6). They think it was accidentally done with recharger and recharger off button. From (B)(6) the implant had been off and no reported off dates. Patient noted this had happened before. Impedances are all fine. There were no alarms or alerts around recharging. Follow up reported the impedances were all normal and no other diagnostics were taken. There were no malfunctions seen or cause of issue determined. The patient was going to pay attention when recharging to see if the stimulation off button was accidentally hit and to touch base. The patient was noted as doing ¿okay.¿